Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-01417. The patient received two occipital leads (off label). It is unknown which one was related to the issue and was explanted. Therefore, both the leads are being reported as explant. It was reported the patient¿s leads had migrated. Subsequently, the patient underwent surgical intervention on 03/01/2017 wherein one of the lead was explanted and replaced with another model.